Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller noted patient has had to turn stim back on several times starting in (B)(6) 2022. Caller with patient today noted that (B)(6) por was noted on the event logs. Patient does not remember seeing any message around por on his screen. Patient reports he charges about every 2 weeks. Patient works at a hospital but doesn't remember being near any emi sources or having any procedure. Caller took report and sent in. Will review with engineering to see if any other information available. Reviewed to note environment when he feels stim was lost in the future.